Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level, diabetic ketoacidosis and unconscious on (B)(6) 2019. Customer¿s blood glucose level was 500 mg/dl, at the time of incidence. Customer was treat with intravenous drip. Customer had positive ketone test result. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Event date has been changed to (B)(6)2019.